Event description:
The facility reported a colleague infusion pump which does not turn on. It is unknown when this event occurred; however, it occurred in the std care area. This condition had the potential to interrupt delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. Baxter quality engineering determined the reported condition to be a manual tube release issue. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump which does not turn on was confirmed during a review of the pump's event history. The reported condition was also duplicated during device evaluation. The root cause was determined to be an open manual tube release knob. The manual tube release knob was closed to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.